Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the battery indicator icon. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began on the morning of (B)(6) 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with insulin injections (no adjustments). The patient was unable to confirm if the alleged product issue caused her to change her usual diabetes regiment. On an unspecified date after the alleged issue began, the patient claimed that she developed "nausea, sweating, and felt nervous." The patient denied using any meter to test her blood glucose at the onset of her symptoms. On an unspecified time after the alleged issue began, the patient reported seeing her doctor regarding her symptoms. The patient's blood glucose was reportedly tested on the clinic meter and obtained a result of "270 mg/dl." The patient stated that she was treated by the nurse with 35 units of unspecified insulin. During troubleshooting, the cca concluded that the subject meter required a new battery replacement per the owner's booklet manual. The patient did not have a new battery for the alleged meter at the time of the call. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a diabetic serious injury after the alleged meter issue began. However, based on the patient's report, there is no evidence that the subject meter performed improperly.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.